Event description:
A patient reported experiencing coldness, sweating and shakiness while using a one-touch meter. In 2001, patient's blood glucose was 438mg/dl at 02:30 am on ot meter. Patient took 10 units of insulin. At 03:30, patient woke later feeling cold, sweaty and shaky and had 197mg/dl and 138mg/dl successive blood glucose readings on ot meter. Paramedics were called and had a blood glucose reading of 82mg/dl on unknown meter. Patient was treated by gel and was never transferred to the hospital. Patient has a history of congestive heart failure. Patient stated that it was crucial to get accurate meter readings when blood glucose is low to avoid any undue heart strain. Patient has refused to provide any further information to a lifescan representative. Based on the available information, co cannot conclude that the ot meter malfunctioned or did not read accurately the patient's blood glucose level.